Event description:
It was reported by the customer that a pyxis medstation es system had a drawer failure. The customer stated that there was a delay in the dispensing of the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to drawer failure. A field service engineer confirmed that the issue was resolved by customer through device restart. The system functioned as intended after the field service engineer troubleshooted the device.